Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 500 mg/dl and an unknown ketone level; cause was not known. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.